Manufacturer narrative:
The initial submission 2027467-2021-00012 was erroneously submitted on 03/25/2021. After further investigation, it was determined this was a duplicate submission to 2027467-2021-00004 which was filed with the FDA on 02/24/2021.

Manufacturer narrative:
No evaluation possible at this time. The remainder implant has not been returned. The indications for use as stated in ins-101; the osseoscrew system (for use with the zodiac spinal fixation system and illico mis posterior fixation system) is intended to restore the integrity of the spinal column even in the absence of fusion for a limited time period in patients with advanced stage tumors involving the thoracic and lumbar spine in whom life expectancy is of insufficient duration to permit achievement of fusion. Warnings 5. Once the osseoscrew implant has been deployed, it may be difficult to un-deploy, re-position, or remove; therefore, it is important to confirm proper placement of the osseoscrew prior to deploying the expansion feature by use of fluoroscopy or other suitable imaging technique.

Event description:
The tip of an osseoscrew broke off while removing it during a revision surgery. The detached section was unable to be removed from the patient.